Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process, and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this corporate lot number. The sample has been received and is being evaluated. The investigation is currently underway.

Event description:
It was reported that the pta balloon failed to delate after being used in the sfa. Reportedly, the balloon had been successfully inflated in the proximal popliteal artery, sfa, and the common femoral artery. Then it could not be deflated. Approximate time duration for the attempted balloon deflation was about 10 minutes. The balloon was then deflated with a needle stick through the skin. The procedure was completed with a stent placement, as planned. There was no report of injury to the patient.